Event description:
On two separate cases rptr had a problem with the subject lot number. First case the endo clip fired 3 times and then jammed. On a separate case, the first clip fired only one clip and then was empty. The second clip fired three times and then was empty.